Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-may-2021. The most recent information was received on 26-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic area pain') in an adult female patient who had essure (batch no. C68120) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), pain in extremity ("pain in my thighs"), abdominal pain lower ("entire lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), fatigue ("chronic fatigue"), headache ("headaches"), myalgia ("diffuse pain in my muscles") and tendon pain ("tendon pain"). At the time of the report, the pelvic pain, pain in extremity, abdominal pain lower, back pain, arthralgia, fatigue, headache, myalgia and tendon pain outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, fatigue, headache, myalgia, pain in extremity, pelvic pain and tendon pain to be related to essure. The reporter commented: for the past 3 years almost, the pain is now widespread, always mainly in the areas previously mentioned, now unable to hold a sitting position. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Allergy test - on an unknown date: nickel test negative. Batch no c68120 manufacturing date: 2014-06 expiration date: 2017-06 -30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic area pain') in an adult female patient who had essure (batch no. C68120) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), pain in extremity ("pain in my thighs"), abdominal pain lower ("entire lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), fatigue ("chronic fatigue"), headache ("headaches"), myalgia ("diffuse pain in my muscles") and tendon pain ("tendon pain"). At the time of the report, the pelvic pain, pain in extremity, abdominal pain lower, back pain, arthralgia, fatigue, headache, myalgia and tendon pain outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, fatigue, headache, myalgia, pain in extremity, pelvic pain and tendon pain to be related to essure. The reporter commented: for the past 3 years almost, the pain is now widespread, always mainly in the areas previously mentioned, now unable to hold a sitting position. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on an unknown date: nickel test negative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.